Event description:
Presented from outside hospital with decreased po due to nausea/vomiting. No alarms, power slightly elevated. Some brief hemolysis. Per echo possible thrombus in the inflow cannula with increase of velocities suggestion obstruction of inflow cannula.